Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high impedance and loss of capture. A lead fracture was suspected. The lead was explanted and replaced on (B)(6) 2015. The patient tolerated the procedure well.